Event description:
The customer stated the axsym rubella igg reagent calibration failed with error code on the axsym analyzer. System maintenance was performed by the abbott field service engineer and the assay recalibrated without resolution. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.